Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had a delayed keypad response (all keys). A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause of the condition was determined to be the printed circuit board (pcb). The pcb requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had a delayed keypad response (all keys). No additional information is available.